Event description:
Distributor claimed that a customer developed pressure injury caused by sitting on an improperly inflated cushion. Two cells of the cushion were alleged to have air leaks.

Manufacturer narrative:
Distributor claimed on behalf of customer that leak in cushion resulted in a pressure injury but roho, inc. Has not seen medical records to confirm this. The manufacturing records were reviewed and indicates the cushion passed all inspections and verifications. It is unclear if product malfunction caused the pressure injury. The user has warning in the manual to discontinue use of a defective product that reads as follows: "check skin frequently, at least once a day. Redness, bruising, or darker areas (when compared to normal skin) may indicate superficial or deep tissue injury and should be addressed. If there is any discoloration to skin/soft tissue, stop use immediately. If the discoloration does not disappear within 30 minutes after disuse, immediately consult a healthcare professional. Check inflation frequently, at least once a day. Do not use a product that is underinflated or overinflated, because 1) the product benefits will be reduced or eliminated, resulting in an increased risk to skin and other soft tissue". The cushion was not returned to roho, inc. So an evaluation could not be performed. The distributor was contacted for more information regarding the alleged failure of the cushion, but no additional details have been provided. If additional relevant information is received, a follow up report will be submitted.